Event description:
Litigation alleges that the asr implants caused pain in the patient and also caused difficulty ambulating. Litigation further alleges that the patient developed high concentrations of metal ions in his blood.

Event description:
Litigation alleges that the asr implants caused pain in the patient and also caused difficulty ambulating. Litigation further alleges that the patient developed high concentrations of metal ions in his blood. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and implant dates for both sides. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, implant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.